Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to abnormal ion level is considered to be under the scope of this recall. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from legal: legal action brought by plaintiff regarding an abg modular stem. No additional details provided at this time.